Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture anomaly, impedance of 2500 ohms and that x-ray showed a lead fracture.